Manufacturer narrative:
Unit received with operating currents within spec. Unit passed there wind basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarms. Unit received with missing end cap sticker. Unit received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.